Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with a wear and tear to the line cord. During analysis, the reported issue was able to be confirmed. It was noted that damaged led screen was the cause of the reported issue. Service replaced the printed circuit board (pcb) to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had no display of temperature and cycled between 18 to 20 degrees, it would not go higher or lower. No adverse effects were reported.